Event description:
During an acdf procedure, surgeon used the extraction screwdriver to remove and replace a screw in a plate. The tip of the screwdriver broke off deep inside the screw head. Surgeon left the tip in the screw in the patient. He indicated that the tip was deep in the screw head and threaded and would not come out.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn, no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.